Event description:
The facility reported a pump with an unk issue with the front keypad. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The pump is in the procces of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.